Manufacturer narrative:
Batch review performed on 24 may 2022. Lot 1810852: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-mar-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional items involved in the event, batch review performed on 24 may 2022. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2012925. Lot 2012925: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-mar-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Stem: amistem p 01.18.408 amistem-p std stem size 8 (k173794) lot. 179943. Lot 179943: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-apr-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Cup: mpact 01.32.160dh acetabular shell ø60 two-holes (k132879) lot. 2001289. Lot 2001289: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-jun-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.